Event description:
Customer reported that she had high blood glucose of 390 mg/dl. Customer stated that the insulin pump drive support cap fell off. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with detached end cap and cracked reservoir lip noted during visual inspection.